Manufacturer narrative:
Device still implanted. No eval will be performed. If device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that "pt complained of pain when sitting down and trying to get up from the chair. Pain was also felt when going up stairway. There were instances where she is crippled over and walking like an old person and compares the feeling to the prod locking up as she tries to stand.